Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently activated a different pump setting profile resulting in incorrect insulin deliveries. Tandem technical support assisted the customer with switching back to the correct pump setting profile. Customer's blood glucose level was 141 mg/dl.